Manufacturer narrative:
Updated fields: d8, h2, h3, h6, and h11 this supplemental report is being submitted to provide the results of the final investigation. The device was not returned to olympus for inspection a root cause could not be identified. Based on the results of the investigation, a likely cause of the malfunction identified could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gastrointestinal videoscope had foreign material stuck inside the suction cylinder near the suction channel inlet. The event was identified during inspection for use. There were no reports of patient involvement.